Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms and was treated with manual injection. Customer's blood glucose value was 405 mg/dl at time of incident. Customer's current blood glucose value was 572 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer assisted to perform the high pressure test and test failed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.